Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-06049. Follow-up information revealed the patient has effective therapy following the procedure and the issue is resolved.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-06049. It was reported the patient did not recharge the ipg as recommended. As such, the device became inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. It is unknown which ipg was explanted and replaced. Therefore all suspected devices are being reported.